Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml; 2.998 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2018. It was reported a programming error occurred. The patient was programmed with patient activated (pa) dosing on (B)(6) 2018. The hcp had difficulty programming the pa duration the way they wanted it. The default was one minute, and they wanted three minutes but were unable to program. The lockout was ten minutes and they wanted that set to hours not minutes. No symptoms were reported. The reporter did not have the complete history and there was question regarding what the initial pa dose was programmed at; 0.4mg is where they ended up at. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The serial number of the clinician programmer was unknown. The hcp had titrated her dose several times since implant. The cause of the difficulty programing was not determined. It was suspected they did not click on the confirm button. The clinician app software version used at the time of this event was the most recent and up to date. The difficulty programing has been resolved. The hcp was able to change it to desired settings later.